Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR ID # 2134265-2017-12133. It was reported that incorrect pacing occurred. It was reported that during an electrophysiology procedure involving an lspro and a non-bsc simulator, pacing was delivered to the atrium; however, pacing was also delivered to the ventricle though a secondary catheter located in the ventricle. The physician was only able to resolve the secondary pacing by physically unplugging the catheter that was located in the ventricle in order to only pace the atrium. It was suspected that the cable may have been internally damaged; however no visual damage was observed. No patient complications reported.